Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap lar, the jaws of the device could not be moved during the open/close test. The handle was replaced, then they clamped the tissue and tried to fire the device but the device would not fire. The reload was replaced and the firing was completed with no problems.